Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was for a little over a year the pts stimulator stopped working. The patient tried to call their medtronic representative who was helping them some time ago and they could not get it working. They got it working for a while but then it stopped working again. Patient noted they had not been able to recharge their implanted device for it had not taken a charge. Patient put brand new batteries in the programmer and was trying to communicate from the implanted device to the programmer but all that kept coming up was a question mark and if they pushed the gray button it showed a circle with two arrows going in a circle and a finger pointing at it in the upper left hand corner showing the same triangle with an exclamation point. The caller was disconnected. Agent called the pt back and left a voicemail.

Manufacturer narrative:
B3: event date is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.